Manufacturer narrative:
This complaint was originally assessed to not qualify as a potentially reportable incident. However, based on further information reviewed for potential risk on (B)(6) 2013, this complaint was determined to be reportable and is currently under investigation. A follow-up report will be filed once a conclusion is determined form this investigation.

Event description:
Customer was performing cross-over studies and reported lowered aptt results on both pt and control samples in comparison to results from two sister hospitals. The lowered results were seen when the aptt and pt reagents were run in the same rack on their acl top 500 cts coagulation analyzer. When the aptt and pt reagents were moved into separate racks, results agreed with the other two hospitals. There was no reported adverse event. Per the customer, no pt results were reported out and no pts were impacted from this incident.